Manufacturer narrative:
Sc1-cap locked in place properly during testing. Thump software was utilized and uploaded trace/history files properly. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 3.0 received the low battery alert (104) on (B)(6) 2025 10:11:00 after more than 7 days at 14.04 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 09:07:00 after more than 7 days at 14.51 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement test, self-test, and displacement test. No low battery alarms or unexpected battery power loss noted during testing. No pump error 23 anomalies were noted during testing to confirm customer's alleged pump error 23 anomaly. However, upon utilizing adapt to search for any alarms to confirm the reason code, pump error 15 was found on (B)(6) 2025 10:28:09.000. Line=442 file=38. Pump was cut open to perform visual inspection and moisture damage was found on motor force sensor flex connector. Isolate to electronic assembly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump was received with normal operating currents. The following cosmetic damages were noted: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations with failed battery test were not confirmed when the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Customer allegations for pump error 23 were also not confirmed when no pump error 23 anomalies were noted during testing. However, critical pump error 15 was noted in adapt during download history review. Due to moisture damage found during deconstructive analysis, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 23 (post-reset ram crc alarm) and a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was declined by the customer for battery failed alarm. Troubleshooting was performed for the pump error, the customer was able to clear the alarm and complete the insulin pump rewind and the customer was advised to discontinue use of insulin pump and revert to the backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.